Event description:
Customer called to report a leak of approximately 10 milliliters of fluid at the bsv (blood sampling valve) area of the coulter lh780 hematology analyzer. Customer could not determine the source of the leak. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing a gown, gloves, and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) inspected the instrument and reattached a tube that had popped off the needle vent port. The fse then verified the repair per established procedures, the results of which met published performance specifications. Customer was then able to run the startup and controls without any further issues. The root cause of the leak is attributed to tubing that had popped off the needle vent port.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).